Event description:
While in surgery, internal paddles were to be used at 30 joules and attempted to discharge twice and did not work. After these two attempts external paddles were used and functioned properly. Review of the internal paddles by biomed techs revealed the screws and internal parts of the connector end to be corroded and looked like they had been wet. This is no surprise as the connector is not sealed in any way and is subjected to low temperature steam on every cycle through the eto sterilizer. The connectors are not immersed in h2o or cleaning solution during the decontamination process. All internal paddlees at facility were replaced by MFR.